Manufacturer narrative:
Several attempts have been made to fu for further information and no additional details have been provided at this time. Because no further information is available the root cause of the reported event cannot be established at this time.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Fields changed: b4, g4, g7, h2, h6.

Manufacturer narrative:
Device disposition presently unknown.

Event description:
On (B)(6) 2016 a patient received a carbomedics standard m7-018 mechanical prosthetic valve as part of an avr. The manufacturer was notified that the valve was explanted on (B)(6) 2018 and replaced with a carbomedics standard m7-021. No further information was received.